Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal three or four tampons unraveled and did not remain in one piece.